Event description:
It was reported that one week after a breast tissue marker was implanted, the patient presented with a rash and itchiness that began at the biopsy site and then spread throughout the entire body. Diagnostic tests were performed. The current patient status is unknown.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the first complaint reported for this lot number and issue to date. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. See scanned page.